Event description:
Caller alleged discrepant results compared with the lab. Pt's therapeutic range: 2.0-3.0 inr. On (B)(6) 2011, pt adjusted coumadin dose due to results on (B)(6) 2011 and took half a tablet. Physician was aware of adjustment.

Manufacturer narrative:
Investigation pending.